Event description:
Doctor reported that a file separated in the canal during a procedure. The separated piece was retrieved without sequela.

Manufacturer narrative:
The device was evaluated subsequent to submission of the initial report and found to have separated from the handle due to being improperly press-fitted.